Event description:
Damaged tip of dilator. When the tip of the dilator passed through the sheath, the tip of the dilator got caught on one of the holes and started to peal off. This complaint occured at the preparation. No patient contact.